Event description:
Same event as manufacturer's report#: 6000093-2007-00885. It was reported that during a ptca procedure, following deployment of two overlapping liberte stents, patient started experiencing chest pain. The lesion being treated was in a subtotal occlusion of an svg to the circumflex artery (cx). The lesion was predilated with 3 sizes of quantum maverick and maverick balloons. An unknown manufacturer's filterwire was advanced, however, it was located too close to the anastomosis to use. Another manufacturer's stent was advanced, however, it was removed undeployed. The first liberte stent, 5.0x30mm, was deployed at 16 atms for 25 seconds. A second overlapping liberte stent, 5.0x28mm, was deployed at 16 atms for 25 seconds. An unknown manufacturer's balloon, 7.0x20mm, was inflated 8 times for post-dilation, ranging from 4 to 12 atms for 15 to 40 seconds. After the two stents were deployed the patient experienced chest pain. Poor slow flow was noted in the svg. Angio review showed residual thrombotic materials. The physician stated "disruption in the flow he was not sure if the stent fractured or not." A positive cpk and positive troponin test were completed-timing and actual results unknown. The patient was hospitalized with unresolved chest pain for several days. It was reported that the patient suffered an mi post-procedure. The patient was discharged home in stable condition approximately 2 weeks post-procedure.